Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading is 70 mg/dl. Customer checked the reservoir and it is low. Customer stated that insulin pump was subjected to normal wear and tear; no moisture exposure. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.